Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. Visual examination revealed multiple kinks along the catheter body. After failing functional inspection , a small hole was identified in the most proximal kink. The hole was at the edge of the crease, indicating that the kink caused the catheter wall to weaken and eventually leak. The catheter body contained kinks 14, 23, 28, and 34 mm from the hub. The inner diameter of the returned catheter body measured to be 0.040" which is within specifications of 0.038-0.040" per product drawing. The outer diameter of the returned catheter body measured to be 0.055" which is within specifications of 0.055-0.057" per product drawing. This indicates that the wall thickness measured within specifications. The returned catheter was flushed using a water-filled lab inventory syringe. A small leak was detected near the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken the wall of the catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter contained multiple kinks which likely weakened the material and caused a small leak. The sample passed all relevant dimensional inspection and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "after place the device, therapist found some drip on device (seems leaking), but unable to confirm any breakage on device." The device was replaced. No patient harm or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after place the device, therapist found some drip on device (seems leaking), but unable to confirm any breakage on device." The device was replaced. No patient harm or complication reported. The patient's condition is reported as fine.